Event description:
It was reported that, when the customer was putting the sensor on, the needle got stuck in the serter. The customer stated that this had happened once before, in which case, the sensor stayed in and the insulin pump began sounding all kinds of alarms. The blood glucose reading was 150 mg/dl. The customer stated that the needle hub was stuck in the serter. She reported that the sensor was dislodged or had pulled out of the skin as the serter or hub assembly was removed. She also noted that another sensor had its needle hub fall off when she took it out of the package, as well. She was advised that all 3 sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis was unable to perform the insertion complaint due to complaint having been against the senserter; the customer returned only the sensors with no needles.